Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012, the patient's infusion device continued to make sounds but did not display any alarms. The buttons would not function at that time. The patient discontinued use of the device and switched to the back-up infusion device. When the patient next attempted to use the primary device, it again made sounds with no alarms, but the buttons were working. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.